Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.